Manufacturer narrative:
Approximate age of device ¿ 3 years, 5 months. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that during a routine clinic visit on (B)(6) 2017 pump stoppage events were observed during interrogation of the system controller history. The patient was asymptomatic, and reported hearing alarms when rolling over in bed. Log file analysis reviewed by the manufacturer¿s technical service representative confirmed the pump stoppage events. X-rays were received were unremarkable. It was reported that the patient would be monitored for further events. Additional information was requested, but not provided.

Manufacturer narrative:
No product was returned for evaluation. The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined. The log file captured two pump stoppage events on (B)(6)2017 at 23:55 and 23:57. The pump stoppages correlated to a decrease in pump power to 0 watts while the system was operating on power module support. Low speed advisory and low speed hazard alarms were active during these events. No pump power elevations and no driveline disconnected or driveline fault alarms were captured in the log file. The system appeared to operate as intended prior to and after the pump stoppage events. The examination of the submitted x-ray images was inconclusive for any potential areas of driveline wire compromise. The patient remains on vad support and no further issues have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.